Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump display was dying and that he could hardly read it. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the partial display anomaly. The customer inserted a duracell battery into the device but the display anomaly persisted. He confirmed that the device was neither dropped nor bumped. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
No unexpected missing segments/partial display anomalies were noted. The pump was received with full segment display during the button presses due to moisture damage on all electronic assemblies. Unable to perform the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery or operating current measurements due to the full segment. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.